Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) did not perform compressions" was confirmed based on the review of the archive data; however, it was not confirmed during the functional testing. The autopulse platform passed the testing and functioned as intended. Based on the archive, the autopulse platform powered on and displayed user advisory (ua) 18 (max take-up revolutions exceeded) followed by the (ua) 02 (compression tracking error) error messages. The probable root cause for the reported complaint could be due to misalignment of the patient on the platform during take-up, likely attributed to user error. During visual inspection, observed an lcd with no backlight, unrelated to the reported complaint. The root cause was the defective processor board, likely due to wear and tear. The autopulse platform was manufactured in (B)(6) 2017 and is (B)(6) years old, and reached the expected service life of 5 years. Per review of the archive data, the platform powered on and fail to achieve a successful take-up and displayed user advisory (ua) 18 due to not having enough weight applied to the load plate. The platform was powered on, and after the start button was pressed immediately failed with the user advisory (ua) 02, thus confirming the reported complaint. The max load sum, take-up target, and the encoder take-up end values indicate the patient chest circumference is large in size and light in weight. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse platform has detected one of several conditions. The user advisory (ua) 18 is an indication that the autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. The autopulse platform passed the initial functional testing without any fault or error. The platform was further evaluated by subjecting it to the run-in test using the 95% patient large resuscitation test fixture (lrtf) until discharged without any fault or error. The brake gap inspection and load cell characterization test were performed and confirmed that all the components are functioning within the specification. Waiting for customer approval for repair. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During the patient call, autopulse platform (sn (B)(4)) did not perform compressions. Per the reporter, the patient was treated in the hospital for the covid-pneumonia symptoms, however, the patient was released home earlier and then admitted back to the hospital the same day. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead later in the hospital. Per the biomed, the device failure was related to death, however, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.